Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) had an infection. A revision was performed and the crt-d with the right ventricular (rv) lead, right atrial (ra) lead and left ventricular (lv) lead were explanted. No additional adverse patient effects were reported. The device was not returned for analysis.